Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire is missing. Pt states it may not have had a wire at all. Denies being in the skin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.

Manufacturer narrative:
Follow-up number 1: the manufacturer tab was corrected.

Manufacturer narrative:
(B)(4).